Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2015 at 3:00pm. The patient reported obtaining blood glucose readings of ¿156 and 134 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for precision. The patient informed the csr that she manages her diabetes with metformin pills (1000mg) and lantus insulin (80 units) and claimed she exercised at an unspecified time in response to the alleged inaccurate readings. The patient claimed that 2 hours after the alleged inaccuracy issue started, she developed symptom of feeling ¿thirsty¿. The patient denied receiving medical treatment. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the same approved sample site was used for testing. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of hyperglycemia after obtaining the alleged inaccurate results.

Manufacturer narrative:
Follow-up # 1 - 6/10/2015 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.